Manufacturer narrative:
(B)(4). Investigation results. One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 1.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip detached. There was no damage along the body of the fiber. Visual examination of the fiber face within the sma connector under magnification revealed that there was debris on the fiber face and that only a small amount of light was coming through. The condition of the returned device would cause the device to emit insufficient energy transmission during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report 3005099803-2018-02569 for the referenced device information. It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy with laser stone lithotripsy procedure performed on an unknown date. Reportedly, the laser unit used was ems laserclast console with laser setting of 1.2j, 15hz, and 18w. According to the complainant, during the procedure and inside the patient, after approximately a minute of use, the laser fiber stopped working. A second and third laser fiber was used and the same issue occurred. The procedure was completed with a fourth flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that there is debris on the fiber face with in the sma connector and fiber tip detached.